Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: phone number - unknown . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings

Event description:
The user facility reported that the patient underwent a cag, procedure that was carried out through with access by the groin with a 5 fr sheath. There was no problems or difficulties during access and wire placement. Afterwards sheath was removed and replaced with a delivery sheath for the angio-seal. At the withdrawal of the angio-seal, sheath including anchor, suture and collagen was pulled out. It seems nothing was left in the patient. The physician started directly with manual compression and the patient afterwards got a pressure bandage with bedrest. There was no ultrasound (us) guidance during the puncture, nor a control angiogram was performed after the sheath was placed and before closure. There were no difficulties with the access and the guidewire and catheter went in smooth. An angiogram was not performed so we don't know if there were any calcifications in the arterial wall. Also, this was the first procedure that the patient underwent in the groin. No usage of us either before or during the procedure. The patient, who stayed overnight, was discharged the next day without any problems in the groin. There were good pulsations in the leg and no hematoma.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).